Event description:
During a meniscal repair the knot was locking up before it could be tightened. Sales rep stated that the dr could not advance the knot so he cut the suture and left the t's in the joint unsupported. This occurred on two devices. It was decided a partial meniscectomy would be the best course of treatment due to the condition of the meniscus. It was also stated that the dr is a heavy user of fast t-fix and an "a" surgeon. A delay of thirty minutes took place. No pt injury or complications resulted.